Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she experienced high blood glucose since (B)(6) 2015. Customer stated that the day of the call, she woke up with high blood glucose and went to change the set but the insulin pump got stuck in the rewind/prime loop. Blood glucose value was 360 mg/dl; current reading was 330 mg/dl. The drive support cap is recessed. The tubing was not bent and the insulin was not expired. The settings are correct. During troubleshoot; the customer's blood glucose rose to 540 mg/dl and she treated with manual injection. Customer stated that the insulin pump passed the high pressure test but no alarm was heard with the no delivery. Selftest was performed and it passed. The customer changed the alert type to vibrate. The insulin pump would not be replaced or returned for analysis.